Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-05 (B)(4) (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was that pt wanted to say that starting on (B)(6) 2024, they noticed in group b that they got the message that they could not provide current settings (the agent understood settings were not available). The pt decreased intensity from 6.8 to 6.7 and worked again, but then on monday it stopped working again. Pt dropped intensity from 4, 5, or 6, but it would not give them stimulation, and now the ins had died. Group b was their primary therapy, even though a and c were still working for them. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2024 they reported that the circumstances that led to the event was that they tried to raise the stim to 7.0 from 6.9 and that is when the message occurred. The patient noted that they had a fall right around that time, and they also confirmed that the message they saw was that settings were not available and could not provide the desired intensity settings. The patient also stated that the ins was going dead, and they would charge it 2 or 3 times a day due to their level of settings. When they wake up, they will notice that the stimulation has turned off, and they will charge immediately. The patient has an appointment with the medtronic rep at the local hospital today to do something with the b group programming.